Manufacturer narrative:
The device was held by the hospital's pathology department and not returned for evaluation. The report of suspected thrombus could not be confirmed without the device. A correlation between the device and the report of elevated lactate dehydrogenase levels could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to thrombosis. The patient¿s lactate dehydrogenase level peaked at 2200 u/l despite treatment with a bivalirudin infusion. The pump is currently being evaluated by the implanting center¿s pathology department, and will be returned to the manufacturer following completion. No additional information was provided.